Event description:
It was reported the patient's blood glucose decreased to 53 mg/dl while wearing the pod on the abdomen for between 4 and 24 hours. The patient loss consciousness and emergency services were called. The patient was treated at home by the paramedics. Specific treatment was requested but information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
There are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin. During the fluid path test, resistance was felt while rotating the ratchet gear. Examination of the tube nut found damage.